Manufacturer narrative:
A philips field service engineer performed a thorough inspection of the epiq cvx ultrasound system and determined the reported issue was caused by a failed power module. The power module was inadvertently discarded prior to returning for evaluation; therefore, no additional failure analysis could be performed. The system has returned to service.

Event description:
The customer reported an epiq cvx ultrasound system rebooted twice unexpectedly during unknown tee exam. There was no patient or user harm associated with this event.

Manufacturer narrative:
The previously submitted a report which indicated the power module was inadvertently discarded prior to returning for evaluation; therefore, no additional failure analysis could be performed. However, it was discovered the power module was available for evaluation and returned to the manufacturer for investigation. After investigation the power module was determined to function as designed.